Event description:
Abdominal abscess. Info was received in aug and 9/2003 from a surgeon via a sales rep, regarding a pt with a history of surgery for ileocecal abscess in 1991, and no allergies. The pt was hospitalized in 7/2003 due to ileus, and received an ivh catheter four days later. In 8/2003, the pt's ileus was treated with resection of the small intestine. The pt was administered cefoperazonena-sulbactam na 2g/day via IV for prevention of postoperative infection beginning in 7/2003. The pt's nutrition condition was not good, but had no anemia and no radiation exposure. During the small intestinal resection procedure, 90 cm - 130 cm of the small intestine from the edge of the ileum was removed and one sheet of seprafilm was placed directly under the median incision between the peritoneum and the small intestine. The incision was anastomosed with manual consecutive knotting with 3-0 vicryl and 3-0 silk. As for the 20 cm of the two layers of the abdominal incision, the first layer (peritoneum) was knotted with 2 vicryl and the second layer (skin) was closed using a skin stapler. The procedure took approx 3.5 hours and the pt experienced 80 g of blood loss not requiring transfusion. During the procedure a penrose drain was placed behind the anastomotic region of the small intestine. Antibiotics started pre-operatively, were continued until 8/2003. In 8/2003, the pt was started on pantethine 400 mg/day via IV for an unk indication and the drainage was going well until six days later. The pt was started on dinoprost 2000 mcg/day via IV. Three days later, redness developed around the median incision. This area was opened and revealed a large amount of serous discharge. In 8/2003, lab tests showed a white blood cell count of 11,000/mcl with 85% neutrophils, and a c-reactive protein level of 9.7. The following day, the pt underwent an abdominal re-operation for washing and drainage. During this procedure, pus was observed at the left side of the abdomen and the seprafilm had turned into a white moss adhering to the wall of the small intestine. The seprafilm could not be removed, and subsequently continuous washing was repeated. The pt recovered gradually and was completely recovered in 9/2003. The surgeon reported the abscess as definitely related to the placement of seprafilm.